Event description:
Caller reported an error with the continuous glucose monitor (cgm) identified as error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset, which was successfully carried out, resolving the cgm error.